Event description:
Consumer reported receiving inconsistent readings. It was determined that the meter being used was not calibrated to the strips being used. It is unclear whether an attempt was made to calibrate the meter or if calibration education took place. Use of the combination of calibration codes could result in clinically significant readings. There was no report of death, serious injury or mistreatment associated with the event.